Event description:
The customer reported that after insertion of an ng tube and prior to administration of enteral nutrition, damage was identified below the connector. Leakage was subsequently observed from the damaged area, and use of the device was discontinued. No patient injury or medical intervention was reported.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Unable to perform a device history record review for the manufacturing of the specific device because no lot number was provided. The sample was evaluated. Water infusion testing confirmed a tear/hole below the y-connector. External dent marks were identified below the y-connector, and magnified examination identified jagged/wrinkled tubing surfaces with internal lines and indentations. Root cause could not be determined. The reported failure was confirmed during sample evaluation; however, process review did not identify manufacturing inconsistencies that could have caused the observed damage. The product was manufactured according to approved procedures and specifications and released by quality assurance. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.